Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the keypad buttons were sticking and intermittently responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly; none were found to be sticking. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.